Manufacturer narrative:
This complaint included known side effects. No new risks were identified. No device malfunction was detected.

Event description:
The side effect reported in this complaint is left leg pain after uf treatment.